Event description:
Warped collimator is very difficult to remove (new collimator has been on order for 2 1/2 weeks). Staff was attempting to remove collimator lock bolts when collimator fell from detector.